Event description:
It was reported that during a vats lobectomy procedure the jaws could not be closed tightly and the device handle was partially split. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis results found that one ec60 device was returned with the handles open and with a cartridge loaded on the device. The cartridge was received void of staples. The device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. After further analysis it was noted that the device firing mechanism was noted to be damaged, as the firing trigger did not return to its home position after each stroke. The device was disassembled to verify the condition of the internal components and the left side release button post was noted to be broken. Even though the release button is not part of the firing mechanism, when it breaks it creates friction to the firing trigger not allowing the trigger to properly return to it's home position. In addition while no conclusion could be reached as to how the shrouds became broken, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specification prior to shipment. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.